Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump battery dropped to 5% "out of nowhere". The pump was plugged into a power source and a malfunction alarm was received. The customer's blood glucose remained at the target level. The customer was to use another pump to manage diabetes.